Event description:
In 2009, the patient reported her insulin infusion headset came off her body in the middle of the night. She said she woke up with a blood glucose reading of 189 mg/dl which later elevated to 484 mg/dl after her shower. She said she forgot to put her device in run after her shower. Her target blood glucose is 80 mg/dl before meals and 170 mg/dl after meals. She had no symptoms and corrected her readings by changing her infusion set and bolusing insulin via her infusion device. She discarded the used headset. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.